Event description:
It was reported that during a lap procedure, the staples on the middle of staple line were malformed. The fired tissue fell out from the jaws without opening at the third firing. No unexpected resistance was felt. There was no problem at the leak test. Reinforcement material was not used. White cartridge was used for the first and the second firing and there was no problem. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue?---bronchial tube. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.